Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01644.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician detached a smart coil into the target location using the handle after clicking a few times. Afterwards, the physician attempted to remove the pusher assembly of the smart coil from the handle; however, the pusher assembly was stuck. Subsequently, the physician was unable to remove the pusher assembly of the smart coil from the handle. The procedure ended at this point. There was no report of an adverse effect to the patient.